Event description:
Pt was in surgery and barrel/leg screw that was to be implanted was marked with the incorrect size. The barrel/leg screw was measured upon removing from the package and it did not appear to be of the correct size. The mislabeled device was not used. The barrel/leg screw and the packaging indicated the implant to be 19mm x 9-10cm and the implant measured 16mm x 9-10cm. The physician wanted to implant a barrel/leg screw 13mm x 9-10cm. A second screw of the same size was not in backup stock and a barrel/leg screw of 13mm x 8-9cm was implanted.